Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the likely cause was high amplification of device when it was suppressed at or below 10% charge. The issue was not resolved. The cause of the por was due to the rechargeable ins battery draining/being low. The steps take were to ¿grin and bear it¿. The issue was not resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been trying to be in touch with the practice where they got there interstim but their doctor left a year and a half ago and the doctor's office does has not called them back. Patient said, for some weeks, starting about sept 25th, they noticed a tenderness, a burning sensation in their gluteus maximus, and the inability to sit on the one side. They noticed this during recharging and asked their wife to see if they had an open wound. Patient said their spouse said: no there was no open wound, just a red spot. Patient said they realized the issue was caused by stimulation and was worse after increasing stim to control their bladder symptoms. Patient initially stated they thought it was a sensitive reaction in the lead; however, patient services (ps) reviewed the location of the lead patient expressed understanding it was likely stimulation sensation. The sensation gets more comfortable when the ins battery level drops down and when the battery gets to zero the pain goes away then they don't notice it anymore until they recharge it back up on a weekly basis and turn it back on. When they turn it back on it causes them to feel a "wicked jolt." Reviewed some interstim therapy information, stim sensation information, the option to change to another program that may be comfortable and helpful and offered to assist patient to check their setting. Patient was successful to synch with their ins then reported seeing the message: "por has occurred," due to low ins battery level. Patient said they would charge their ins and may try to change the program. The patient mentioned they are considering getting it removed unless they can get some help, the doctor's office is too busy, they've been told to call the rep, they have called on numerous occasions over the 3 years but the original rep no longer returns calls. Patient said they had an appointment with the new rep but that didn't happen because he cancelled at the last minute. Offered and emailed physician listings to patient. Offered and emailed the reps in the area.